Event description:
It was reported that "the pump wasn't performing properly". No rotor or dye studies were performed. The pump was explanted. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8703, lot# uk6070079, implanted: 1994 (B)(6), explanted: 2012 (B)(6). (B)(4). Analysis of the pump revealed no anomaly; normal device function. Drugs delivered via the device per analysis was lioresal and morphine.